Manufacturer narrative:
The event of seroma-late is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6)2020. Surgeon contact information: (B)(6).

Event description:
Healthcare professional additionally reported right side "brutal periprosthetic effusion: 300 cc serohematic" and "capsulitis".

Manufacturer narrative:
(B)(4). Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl, capsular contracture, and suspected rupture

Event description:
Regulatory agency reported right side bia alcl diagnosis approximately 8 years following implant. An MRI identified rupture and ¿effusion and capsulitis aspect.¿ a biopsy of fragments from the implant shell contained ¿tumour cells with bulky, rounded or ovoid nuclei, surrounded by an abundant cytoplasm.¿ the immunohistochemical markers of cd30+ and alk- were confirmed. Additional markers included ¿cd3 -, cd5 + (low), cd2 -, cd7-, cd4 +, cd8 -, perforine +, ema+, without expression of t alpha beta (beta f1 -) and gamma delta (tcr delta -) receptors.¿ alcl diagnosis classified as ¿in an in-situ form, or t1.¿ the data also confirmed presence of capsular contracture, baker grade unknown. A capsulectomy was performed and the device has been explanted. Upon explant, the device was found intact with no evidence of rupture. The status of the patient¿s symptoms were not reported. Patient has a history of breast cancer, reconstructive surgery, and treatments with surgery, chemotherapy, radiotherapy.